Manufacturer narrative:
Clarification to e.1. Facility name: (B)(6) hospital. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvederm vista voluma xc in base of nasal alar. Patient experienced swelling of the face. The swelling did not improve even after hyaluronic acid dissolution was performed. At an unspecified time later, patient developed induration, hematoma, swelling, and "multiple aseptic subcutaneous abscesses occurred in areas where hyaluronic acid was not injected, such as cheeks". Hcp believes it may be an allergic reaction to the filler.